Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 200mg/dl. Troubleshoot was conducted. The drive support cap was found to be protruded. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was received with a missing end cap sticker, minor scratches on the display window, a cracked cae at the display window corners and a corroded battery tube.